Event description:
Intra medullary guide rod broke during total knee orthopedic surgery. Rod intensionally left in situ. Rod has notches in the stem which is where the rod broke. Possible theory that the notch causes a metal weakness and makes it vulnerable to breakage. Rep indicates that there are alternative rods without notches second case of this in my organization. Not a single item use, no ability to ascertain metal fatigue prior to use. Suggest withdrawing this type of notched implement and changing to alternative non notched rod. Thank you.